Manufacturer narrative:
(B)(4).

Event description:
On (B)(6) 2011, at (B)(6) hospital, quadrox-I beq-hmod 70000-USA oxygenator (lot number 70066714) started leaking blood from the gas exhaust port. According to the customer, the leak was minor; however, the oxygenator was replaced. (B)(4).